Event description:
Boston scientific received information that during a routine follow up appointment, high out of range atrial lead impedances were observed with high capture thresholds. The patient was admitted for surgery. Once the pocket was opened, it was observed that the atrial lead had pulled back partially out of the atrial port on the device header. Upon reinserting the lead back in the header, normal function and measurements were obtained. All products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.